Event description:
It was reported that an arteriotomy closure of the common femoral artery was successful using a starclose se device after a diagnostic procedure. Reportedly, twelve days ((B)(6) 2011) after the successful closure procedure ((B)(6) 2011), the patient presented with deep vein thrombosis in the adjacent vein. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported event. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A sample is also taken from this lot for destructive functional test to verify the quality of the lot. Based on the inspection criteria for the starclose device and reported information a cause of the reported patient effect of deep vein thrombosis could not be determined. There was no indication of a product quality deficiency associated with the reported patient affect of deep vein thrombosis. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot indicating all lot release testing met specification. In addition, a query of the complaint database was performed and there has been no previous incidents reported for no known product deficiency with the patient effect of deep vein thrombosis for the reported lot number.